Event description:
The pt contacted animas alleging that the keypad buttons of the pump were sticking. The pt claimed that the ok and down arrow buttons were difficult to press and would not click and spring back. She denied that the keypad was damaged or exposed to moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.